Event description:
It was reported to baxter (B)(4) that an unknown baxter infusion pump failed to alarm for an occlusion during patient use. The flo-gard IV solution administration set being used with the device collapsed during an infusion of propofol, however the device did not alarm for an occlusion and continued to infuse at a lesser rate. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product code of this device is unknown; therefore, the us 510k number cannot be determined. However, this MDR is being submitted because it may be the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not available for evaluation, however a photograph of the device was sent to baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a failure to alarm for an occlusion. The root cause was determined to be twisted and chewed tubing caused by a combination of lipid based infusions, low flow rates, use of the colleague pump (elevated working temperatures at low flow outputs). No action was necessary to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.